Event description:
Patient had an elective sequential bilateral implant by placement of a device in the left ear in 2009. This device never functioned adequately. A partial electronic failure is suspected and she presents for revision left cochlear implant.what was the original intended procedure?cochlear device implant.device #1is this a laboratory device or laboratory test?no.